Event description:
It was reported that the patient had pain at the ipg site. In turn, the patient underwent surgical intervention wherein the device pocket site was revised on (B)(6) 2020 to address the issue.

Manufacturer narrative:
Corrected data: the codes in h6 have been updated to reflect the additional information received.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. It was reported that the patient may undergo surgical intervention at the scs ipg pocket site. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Pocket revision was reported to abbott. The issue was resolved. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient may undergo surgical intervention at the scs ipg pocket site. Further information is pending.